Event description:
We received information from (B) (4) that the customer has reported about the following event: a female patient underwent a revision surgery due to a broken gamma nail in the femur.

Manufacturer narrative:
At this time it is not known why the device is not being returned for evaluation. Additional information has been requested and if received it will be provided on a supplemental report.